Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to solenoid. Field service engineer replaced solenoid to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from another pyxis machine on the same floor. There were no adverse events or injuries reported based on this incident.